Manufacturer narrative:
Upon further investigation, information was reviewed, and it was noted that this case is a duplicate of MFR# 1038671-2021-00560; therefore, this case will be voided. Any subsequent information will be captured under MFR# 1038671-2021-00560.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a female patient messaged an employee of this manufacturer, the female has a unknown issue with a hip liner and may need a revision. Additional information is not available at this time; but has been requested.